Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device was not returned, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as MDR: 6000089-2007-01047. It was reported that following a stenting treatment procedure, the patient expired. The patient presented for treatment with an acute myocardial infarction (mi). Target lesion 1 (10mm long) was identified in the mid left anterior descending artery (mid lad) with a reference vessel diameter of 3.0mm and 99% stenosis. The timi flow was 0. After removal of thrombus, the patient had a timi ii flow, so no predilation was performed. The lesion was then treated with direct stenting of a 3.00mmx16mm taxus express 2 stent. There was no post dilation of the target lesion 1. Residual stenosis was 0%. The patient was administered iib iiia, verapamil and angiomax during the procedure. Target lesion 2 (8mm long) was identified in the mid right coronary artery (mid rca) with a reference vessel diameter 2.5mm and 90% stenosis. The lesion was pre-dilated and treated with a 2.50mmx12mm taxus express 2 stent. No post dilation was performed for the target lesion 2. Residual stenosis was 0%. The patient was discharged on aspirin, clopidogrel, coreg, lisinopril, lipitor and aldactone. On 308 days after the index procedure and shortly after the patient's six month follow-up, it was reported to the facility by the emergency department that the patient was witnessed suddenly falling down. On the life squad's arrival, the patient was cyanotic from the chest up. Cardiopulmonary resuscitation (CPR) was initiated. The patient was intubated on arrival to the emergency department. The patient was noted to be in pulse less electrical activity (pea). He was given atropine, epinephrine and advanced cardiac life support (acls) protocol was followed. He was paced unsuccessfully. Resuscitation efforts were ended. The cause of death was reported as cardiopulmonary arrest/death. In the opinion of the physician, the event was possibly related to the device. It was further reported by the facility that an autopsy was not done.